Manufacturer narrative:
Section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 17th december 2021. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue inside of the cartridge and that the handpiece was received with the lens module and cartridge removed. Further inspection revealed a lens inside of the cartridge. The lens was removed and it presented with a detached haptic. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
Age, weight and ethnicity: information unknown/ not provided. Implant date: lens was not implanted. Explant date: lens was not implanted; therefore, not explanted. Initial reporter telephone number: (B)(6). The device has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was damaged at the time of insertion. Another unit was used instead. No further information provided.